Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the health-care provider, it was learned that the device was implanted then explanted during the same surgery. According to the operative report, the patient presented with aortic stenosis of her prosthetic valve (non-edwards device). Operative findings indicate that there was pannus formation on the minor orifice inhibiting complete opening and closing of the old prosthetic valve. The entire lateral wall was noted be involved with atherosclerosis. This was almost encircling downside tubular ridge. It also went almost to the level of the coronary ostia. After removing the old valve, it was replaced with the edwards magna prosthesis (21 mm) and using a very brief period of only 11 minutes of hypothermic circulatory arrest. A 24 mm graft was sewn at the level of the innominate to the aorta. She was easily weaned from cardiopulmonary bypass (cpb), but has massive bleeding, which was clearly secondary to the poor quality of the proximal aorta. The surgeon was unable to repair this, bypass was reinstituted and a root replacement along with a 23 mm aortic valve prosthesis was carried out. Following this, the patient was easily weaned from cpb with excellent hemodynamics.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, the information provided suggests that this event was related to the patient's poor tissue quality. No indication of a product malfunction or quality deficiency related to the edwards valve. No further actions are possible with the available information.